Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during an unknown procedure, the white pad of device looked like it was going to fall during the operation. It is unknown how the procedure was completed. There were no adverse consequences for the patient.